Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative reported the nurse indicated drainage of the implant incision required follow-up with the doctor. A follow-up with the healthcare provider was scheduled for (B)(6) 2015. The battery incision site was opening and the nurse practitioner put the patient on an antibiotic and glued it. If that did not work, he said it would need to be sutured. The patient was going to meet with the nurse practitioner on (B)(6) 2015. The issue was not resolved and no surgical intervention occurred. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was being explanted on (B)(6) 2015 because her wound would not heal at the battery site. A culture was taken with no growth per the patient. She had been going to a wound care clinic and had a nurse coming to her house to pack the wound at the time of this report. This event will be updated if additional information is received.